Event description:
It was reported in the critical care unit 2, four pump modules were attached to one pcu when phenylephrine (360mcg/min), vasopressin (0.03 units/min), fentanyl (75mcg/hr) and propofol (40mcg/kg/min) began infusing faster than programmed. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported in the critical care unit 2, four pump modules were attached to one pcu when phenylephrine (360mcg/min), vasopressin (0.03 units/min), fentanyl (75mcg/hr) and propofol (40mcg/kg/min) began infusing faster than programmed. There was patient involvement but no harm.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report.